Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. After removing the iab from the tray, the membrane unwrapped. As a result, the iab was not used. There is not more info available.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Evaluation: the iab was returned for evaluation. A 6# extension pressure line was also returned. The screwcap (luer end) to the 6" extension line was cracked/broken. The pump tubing, sheath & guidewires were not returned. There was blood on the exterior surfaces of iab & interior surfaces of tail neck area of bladder. A guidewire was fed through central lumen with no resistance encountered. A vacuum was pulled on iab & did not hold. The one-way valve was vacuum gauge tested & passed. Iab was submerged & pressurized in water. Bubbles exited bladder approximately 23.8 cm from distal tip of iab. Bladder was cut down approximately 22 cm from distal tip of iab for further investigation. The wire of catheter penetrated outer coating of catheter & was exposed. The hole in the bladder was caused by the exposed wire due to inadequate bonding of the outer lumen. A device history record review was conducted on both iab's & both met all specifications & passed all in-process testing. There were no manufacturing abnormalities established between the DHR's & the reported complaint. The investigation concluded that inadequate bonding of the iab outer lumen to itself could have contributed to the reported complaint. The broken luer end of the ap tubing was potentially caused by overtightening when connected to the metal luer on the iab. A CAPA has been initiated to address this issue.